Event description:
It was reported that during a rectum resection procedure, the device made an incomplete staple line. Used another like device and encountered the same problem. The procedure was completed by pursestring suture and a device of a different product code. There was no pt consequence.